Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. The damaged power cord was identified during visual inspection. The cause of the condition was not determined. The power cord was replaced and the device was returned in working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During device inspection, by a field technician, a flogard pump was found to have a damaged power cord. There was no patient involvement. No additional information is available.